Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open unit. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received one open sample (only the second pack is opened). The sample received has the first pack sealed to second pack in the 4th sealing as can be seen in enclosed picture. This defect took place in the welding machine and this unit was not sorted out by the personnel involved in this process. Final conclusion: taking into account that the sample received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the customer or refund will be issued. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: germany. 1st pack sealed to 2nd pack; outer packaging is welded with the inner pack.